Manufacturer narrative:
The triathlon-cr femoral component cemented #3 left cat# 5510-f-301, lot# unk was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to a mismatch the pt's gaps. Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "primary approach was otis med. Pt had a mismatch in her gaps. Her extension was loose and flexion was tight."